Manufacturer narrative:
(B)(4). This lot was manufactured (B)(6) 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo showed evidence of malformed housing which led to separation of the coil cap. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume folfusors coil cap, port, tubing, etc. Were loose. This was identified before use. There was no patient involvement. No additional information is available.